Event description:
After implant procedure was completed, the user interface froze during pacing threshold test.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.